Event description:
It was reported that during a an ankle arthroscopy, anchor broke into 2 pieces when tap to the pre drill hole, all pieces were removed by suction. The procedure was successfully completed without any significant delay using a back-up device in another hole that was drilled. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10: h6: one 72202165 2.9mm osteoraptor device used for treatment, was not returned for evaluation. Due to unavailability, investigation conclusions were limited. If objective evidence becomes available to assist with evaluation, the complaint will be revisited. Factors that may affect device performance include: device storage, device ability, surgical ability, procedure location and tissue condition. Review of instruction for use documentation confirms instructions, precautionary statements and recommendations for proper use of product. Prep per the instructions for use recommendation is critical for ease of insertion and successful anchoring. Influences that could compromise product performance or integrity include: 1. Use of other than recommended prep instrument size or types. 2. Getting entangled up with other instruments or devices. 3. Stripping or over-torque. 4. Damaged prep instruments. 5. Unexpected bone density/condition. Per instructions for use: ¿do not use sharp instruments to manage or control the suture. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. Breakage of the suture anchor can occur if the insertion site is not prepared with the recommended smith and nephew drill prior to implantation¿. Note: when using osteoraptor 2.3 mm suture anchors, use a smith and nephew 2.3 mm in-line drill guide, 2.3 mm obturator, and a drill bit specific to the suture anchors to prepare the insertion site (each sold separately). Complaint history review for three years past indicated similar allegations for the product code reported. DHR/batch/lot review was unattainable because the lot number reported could not be confirmed. Final product met specifications upon release to distribution. No further investigation is warranted at this time.